Event description:
Customer called to report a hospitalization due to low blood glucose on (B)(6) 2014. Blood glucose reading was 74 mg/dl. Customer stated that it wasn't caused by the insulin pump. The customer had a migraine and her blood glucose reading was 94 mg/dl. Customer called the paramedics because she was feeling dizzy and vomited. Blood glucose reading at the time of admission was 74 mg/dl. Customer declined troubleshooting for low blood glucose. The customer mentioned that the insulin pump alarmed for weak signal at night while wearing it in her bra. Troubleshooting was performed. No anomalies were noted. Advised to call back if additional assistance is needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)